Manufacturer narrative:
(B)(4).

Event description:
The catheter was inserted on (B)(6) 2022. On (B)(6) 2022, the catheter was leaking and removed. No patient harm reported. The patient's condition is reported as fine.

Event description:
The catheter was inserted on (B)(6) 2022. On (B)(6) 2022, the catheter was leaking and removed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).

Event description:
The catheter was inserted on (B)(6) 2022. On (B)(6) 2022, the catheter was leaking and removed. No patient harm reported. The patient's condition is reported as fine.

Manufacturer narrative:
Qn#: (B)(4). The customer returned one endurance catheter for analysis. Visual analysis revealed a tear on the catheter body adjacent to the juncture hub. The material around the hole appeared to be folded over, indicating that the catheter may have been kinked at the juncture hub while inserted. This damage appears consistent with a kink in the catheter body leading to a tear. The total catheter body length measured 85mm which equals the nominal value in the catheter assembly graphic. The catheter body outer diameter measured 0.0423" which is within the specification of .041"-.045" per catheter extrusion product drawing. In order to check for catheter patency, the catheter was flushed using a 10ml syringe. Water leaked out of the tear in the catheter. Performed per instructions for use (IFU) which states, "check for patency: attach a 10 ml syringe filled with normal saline for injection. Flush catheter gently. Check for brisk free-flowing blood return. Vigorously flush catheter." Manufacturing engineers were previously contacted with regards to this defect. A failure investigation report (fir) was performed by the manufacturing site for this failure mode and it was determined that there are no steps within the manufacturing process that could create the defect observed with the returned sample. The catheters are 100% leak tested during internal quality control indicating that the tear likely occurred after the product had been released. The customer did not provide a lot number; therefore, a device history record review was performed based upon a lot number from the sales history data of the customer. No relevant findings were identified. The IFU provided with this kit cautions the user, "do not apply tape, staples, or sutures directly to the catheter body to reduce risk of damaging catheter, impeding catheter flow, or adversely affecting monitoring capabilities. Secure only at indicated stabilization locations." The IFU also cautions, "do not raise the catheter beyond 90 relative to the skin to avoid catheter kinking and damage." The reported complaint of an endurance catheter leak was confirmed through complaint investigation. The damage observed was consistent with the device being kinked at the insertion site, which caused a weakening in the material extrusion and led to a tear near the juncture hub. The sample passed all relevant dimensional inspection. Additionally, a failure investigation report performed by the manufacturing facility noted that the catheters are 100% leak tested before release and concluded the defect was unlikely to result from any manufacturing steps. Based on these circumstances and the customer report that the defect occurred while the catheter was inserted, unintentional use error likely caused or contributed to this event. Teleflex will continue to monitor and trend for reports of this nature.